Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04232 for the other associated device info. It was reported to boston scientific corp that an ultra xl sphincterotome and a wallstent biliary stent w/unistep plus were used during an ercp (endoscopic retrograde cholangiocreatography) procedure with stent placement for symptoms related to a distal non-resectable malignant stricture in the common bile duct (cbd) in 2009. According to the complainant, the patient underwent a successful ercp with stent placement. At about one month later, the patient returned with signs of cholangitis and was hospitalized at that time. CT and lab tests performed indicated the patient presented with bilirubin and crp levels of 140. At approx 8 days later, a second ercp was performed to check patency of the wall stent at which time the physician discovered clotted blood/debris in the lumen of the stent. The debris was cleared out and plastic stent was then placed inside the wallstent. It was immediately noted that the bile and contrast drained through the placed plastic stent and the patient's symptoms were relieved. Based on the procedure notes from the second ercp, the physician indicated that there were no signs of current bleeding, and therefore, assumed that the clotted blood stemmed from a small bleed following the initial sphincterotomy which is not unusual and an expected consequence. No bleeding was noted following the first ercp procedure. The patient was discharged from the hospital 2 days later.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.